Event description:
It was reported that during a follow-up, the device was in reset mode. High lead impedance was observed. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported hardware reset was verified. The ICD had a por while charging for fib. The por resulted from a low battery voltage. A longevity calculation was performed and was found to be within longevity estimation based on the device usage and programmed parameters. After removing the device from backup vvi mode all measurements were within specification.